Event description:
Dealer talked with tech service and they thought the joystick was inhibited. Dealer states the joystick turns on but does not recognize any commands and works intermittently.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
(B)(4)f. Device evaluation received 7.23.15. Expanded evaluation received 7.27.15. Conclusion: utilizing existing complaint information, actual observations and functional testing of the returned product in its "as received" condition, the complaint was not confirmed or the joystick turns on but does not recognize any commands and works intermittently, but does have liquid ingress corrosion on pcb.

Event description:
Dealer talked with tech service and they thought the joystick was inhibited. Dealer states the joystick turns on but does not recognize any commands and works intermittently.